Event description:
Pt is a new onset paraplegic due to trauma. It is routine at the trauma center to place greenfield filters in these pt's to prevent thromboembolism. Rptr has found that on a regular basis these filters are not deploying correctly therefore requiring intervention with radiologic assistance for correction of the improper opening of the device. In some cases requiring an added 30-60 minutes of operative time or a second filter placement.

Event description:
Add'l info received from MFR 3/13/03: the sample has not been returned but co has received x-rays and from these co was able to determine that the legs were in fact crossed. The dfu states that 'the condition' of the filter to open is caused by thrombus formation around the filter, binding the legs'.